Event description:
On 11/24/92 an ipp device was implanted. On 12/22/95 the cylinders and reservoir were revised. On 10/22/96 the pump and cylinders were removed and replaced due to fluid loss-left cylinder.